Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter vaginal erosion of mesh inserted in 2004 for prolapse is to be surgically removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, vaginal erosion of mesh inserted for prolapse to be surgically removed. The patient experienced pain and discomfort due to eroded mesh. The mesh was tender and scarred with shortening. Currently the patient had the mesh excised and is awaiting follow up to reassess symptoms. They removed the eroded mesh from the vagina to resolve the issue.